Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staplers were opened, and it did not fire off any staples on both. There was no patient injury.